Event description:
Elderly male with history of severe aortic stenosis. While having a transcatheter aortic valve replacement (tavr), the safari wire would not come out of protective sleeve. Unable to use, no known patient harm.